Event description:
It was reported that the patient experienced discomfort due pelvic floor tightening. The patient is considering to use dmso (dimethyl sulfoxide) to treat pelvic floor tightening and would like to know if the application of dmso would damage the artificial urinary sphincter when applied to the muscle that passes over my left sitz bone. The device remains in service and no further complications were reported. The product was not explanted and not expected to be returned. Should additional information be received, a supplemental report will be filed.